Manufacturer narrative:
H6: investigation summary: 3 samples were returned by customer with the complaint of separation. The separations were immediately noticed and the customer's complaint has been verified. The sets were then inspected under microscope to determine the root cause, which was found to be insufficient solvent at the section of tubing that is connected to the filter. The tubing was measured with calipers and was found to be within the manufacturer's specifications. A device history record review for model 10013902 lot number 21069794 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 03jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ low sorbing sets' filter extensions came apart and leaked, one during a paclitaxol infusion, the other during a blood-check return. The following information was provided by the initial reporter: "2 events related to paclitaxol infusions in which the filter extension set came apart. 1 was during the infusion and the other was during a check for blood return on the patient. Both caused a delay in treatment."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ low sorbing sets' filter extensions came apart and leaked, one during a paclitaxol infusion, the other during a blood-check return. The following information was provided by the initial reporter: "2 events related to paclitaxol infusions in which the filter extension set came apart. 1 was during the infusion and the other was during a check for blood return on the patient. Both caused a delay in treatment."